Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/abdominal pain") in a 38-year-old female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2008. Previously administered products included for irreguler cycle: yaz. Concurrent conditions included ovarian cyst, environmental allergy and obesity. Concomitant products included oral contraceptive nos from october 2010 to march 2011. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy/nickel allergy"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormal menorrhagia (prolonged menses)/abnormal bleeding (menorrhagia)"), back pain ("severe back pain"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), migraine ("migraines/migraines"), alopecia ("hair loss/hair loss"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), procedural pain ("painful post-operative recovery"), mood swings ("severe mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("red spots-hives over skin"), rash macular ("red spots-hives over skin"), fungal infection ("yeast infections"), urinary tract infection ("uti"), dry skin ("skin very dry-itchy"), pruritus ("skin very dry-itchy"), headache ("headaches"), nausea ("nausea"), pelvic pain ("pain"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, allergy to metals, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge, mood swings, vaginal haemorrhage, urticaria, rash macular, fungal infection, urinary tract infection, dry skin, pruritus, headache, nausea, pelvic pain and fatigue had resolved, the procedural pain was resolving and the female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, pruritus, rash macular, urinary tract infection, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: following the essure removal surgery, plaintiff suffered a painful post-operative recovery and missed six weeks of work. Plaintiff's symptoms are mostly resolved. Four coils were left trailing in the endometrial cavity on that side as well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of plaintiff's fallopian tubes smear cervix - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/abdominal pain") in a 38-year-old female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz. Concomitant products included oral contraceptive nos from october 2010 to march 2011. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy/nickel allergy"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormal menorrhagia (prolonged menses)/abnormal bleeding (menorrhagia)"), back pain ("severe back pain"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), migraine ("migraines/migraines"), alopecia ("hair loss/hair loss"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), procedural pain ("painful post-operative recovery"), mood swings ("severe mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("red spots-hives over skin"), rash macular ("red spots-hives over skin"), fungal infection ("yeast infections"), urinary tract infection ("uti"), dry skin ("skin very dry-itchy"), pruritus ("skin very dry-itchy"), headache ("headaches"), nausea ("nausea"), pelvic pain ("pain"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, allergy to metals, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge, mood swings, vaginal haemorrhage, urticaria, rash macular, fungal infection, urinary tract infection, dry skin, pruritus, headache, nausea, pelvic pain and fatigue had resolved, the procedural pain was resolving and the female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, pruritus, rash macular, urinary tract infection, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: following the essure removal surgery, plaintiff suffered a painful post-operative recovery and missed six weeks of work. Plaintiff's symptoms are mostly resolved diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 29-mar-2011: full occlusion of plaintiff's fallopian tubes most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received: severe mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), red spots-hives over skin, uti, yeast infections, apareunia (inability to have sexual intercourse), skin very dry-itchy, migraines, headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/abdominal pain") in a 38-year-old female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2008. Previously administered products included for irreguler cycle: yaz from 2001 to 2009. Concurrent conditions included ovarian cyst, environmental allergy and obesity. Concomitant products included oral contraceptive nos since 2001 to (B)(6) 2011. In 2010, the patient experienced migraine ("migraines/migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal menorrhagia (prolonged menses)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urticaria ("red spots-hives over skin"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2011, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), alopecia ("hair loss/hair loss"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), mood swings ("severe mood swings"), fungal infection ("yeast infections"), urinary tract infection ("uti"), dry skin ("skin very dry-itchy"), nausea ("nausea"), pelvic pain ("pain") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy/nickel allergy"), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), rash macular ("red spots-hives over skin") and pruritus ("skin very dry-itchy"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, allergy to metals, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge, mood swings, vaginal haemorrhage, urticaria, rash macular, fungal infection, urinary tract infection, dry skin, pruritus, headache, nausea, pelvic pain, fatigue and female sexual dysfunction had resolved and the procedural pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, pruritus, rash macular, urinary tract infection, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: following the essure removal surgery, plaintiff suffered a painful post-operative recovery and missed six weeks of work. Plaintiff's symptoms are mostly resolved. Four coils were left trailing in the endometrial cavity on that side as well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of plaintiff's fallopian tubes smear cervix - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: plaintiff fact sheet received. New reporter added. Outcome of event female sexual dysfunction updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menorrhagia / prolonged menses"), back pain ("severe back pain"), dyspareunia ("dyspareunia"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, allergy to metals, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge and procedural pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, procedural pain and vaginal discharge to be related to essure. The reporter commented: following the essure removal surgery, plaintiff suffered a painful post-operative recovery and missed six weeks of work. Plaintiff's symptoms are mostly resolved diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of plaintiff's fallopian tubes company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/abdominal pain") in a 38-year-old female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2008. Previously administered products included for irreguler cycle: yaz. Concurrent conditions included ovarian cyst, environmental allergy and obesity. Concomitant products included oral contraceptive nos from october 2010 to march 2011. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy/nickel allergy"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormal menorrhagia (prolonged menses)/abnormal bleeding (menorrhagia)"), back pain ("severe back pain"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), migraine ("migraines/migraines"), alopecia ("hair loss/hair loss"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), procedural pain ("painful post-operative recovery"), mood swings ("severe mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("red spots-hives over skin"), rash macular ("red spots-hives over skin"), fungal infection ("yeast infections"), urinary tract infection ("uti"), dry skin ("skin very dry-itchy"), pruritus ("skin very dry-itchy"), headache ("headaches"), nausea ("nausea"), pelvic pain ("pain"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, allergy to metals, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge, mood swings, vaginal haemorrhage, urticaria, rash macular, fungal infection, urinary tract infection, dry skin, pruritus, headache, nausea, pelvic pain and fatigue had resolved, the procedural pain was resolving and the female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, pruritus, rash macular, urinary tract infection, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: following the essure removal surgery, plaintiff suffered a painful post-operative recovery and missed six weeks of work. Plaintiff's symptoms are mostly resolved. Four coils were left trailing in the endometrial cavity on that side as well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of plaintiff's fallopian tubes smear cervix - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.